Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient soon after placement. The catheter was inserted into the patient and water was injected into the balloon. A burst sound was heard from the device before the catheter fell out of the patient. The catheter was then replaced. There was no patient injury reported and there were no missing pieces.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found balloon burst as irregular type around the sac area. The balloon was investigated under a microscope and found no pieces of the sac were missing. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken".

Event description:
It was reported that the catheter fell out of the patient soon after placement. The catheter was inserted into the patient and water was injected into the balloon. A burst sound was heard from the device before the catheter fell out of the patient. The catheter was then replaced. There was no patient injury reported and there were no missing pieces.